Event description:
A treatment was performed in the 3 mm, heavily calcified lesion in the proximal anterior tibial (at) diamondback 360 exchangeable orbital atherectomy device (oad) on low speed. The device was flushed, and a second treatment was performed on low speed when the crown became stuck. Glideassist was activated, but multiple attempts to remove the crown were unsuccessful. Two treatments of intra-arterial nitroglycerin were administered via the oad. The oad was flushed with viperslide, and glideassist was activated, but the crown remained stuck. By holding the wire, the oad was able to be removed successfully. Angiographic imaging revealed good flow and no dissection. Balloon angioplasty was used. A new oad and wire were used to treat two additional lesions which restored complete flow to the pedal arch.

Manufacturer narrative:
Investigation findings code: (B)(4): suggested code is biological material present on device. The device was returned to csi for analysis. At receipt, the device was returned with the guide wire. Analysis revealed biological material was adhered on the driveshaft crown. The accumulation caused resistance when passing a test wire through during analysis. Examination did not reveal any damage that would have contributed to the accumulation. The biological accumulation may have contributed to the device becoming stuck in the vessel, however, cannot be confirmed. The crown diameter was measured and met specifications. Further testing displayed that the device functioned as intended. The root cause of the accumulation cannot be conclusively determined the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).